Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer rolled on the pump and as a result, the touchscreen was shattered and became unresponsive. Customer's blood glucose was 70 mg/dl. Reportedly, customer reverted to a backup insulin pump for insulin therapy.